Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that at implant attempt, the right ventricular lead had high impedance. When it was attempted to be repositioned the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.